Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/12/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2016 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data revealed no indication of a time/date issue. During testing, the pump time and date settings reset to default after the pump was rebooted. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. Further testing for a time/date issue could not be completed due to the failed clock battery.

Manufacturer narrative:
The complainant was contacted by animas on 03/30/2015and confirmed that there were no further issues with the time issue and that patient is using the same pump without any difficulty. She says she does not remember the exact issue but knows that it was around the time that they were traveling and had trouble resetting the time for different time zones. No effect on bg was reported.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.